Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer sees a spo2 value of 85% appearing on the philips monitor without va patient being connected to the sensor. Due to earlier corrosion problems seen in the m-lncs dci the customer asks for further investigation of this sensor. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.